Event description:
On (B) (6) 2010, the pt was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. During placement of the trunk, the c-arm of the imaging device ((B) (4)) moved, despite being locked into position. This created a perspective error that resulted in unintentional coverage of the right (ipsilateral) internal iliac artery. The trunk was extended proximally with an aortic extender to make up for the distal placement. The pt emerged in stable condition with no further complications. The physician continues to follow the pt, and no reintervention is planned. The physician was not aware of the c-arm stability problems before the device placement. On examination after the procedure, the physician found the imaging device had several inches of movement even when locked.